Event description:
It was reported that the lead exhibited impedance less than 200 ohms, high thresholds, loss of sensing and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.